Event description:
It was reported that the patient experienced coupling and communication issues. An overdischarge was suspected, but not confirmed. The patient reported that the recharging interval had changed from every two weeks to every two days over time. It was also reported that stimulation suddenly stopped and the patient was temporarily 'zapped' at the same time. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 37742, serial # (B)(4); accessory model 37752, serial # (B)(4); extension model 3708260, serial # (B)(4), implanted: (B)(6) 2007, explanted: unknown; lead model 389033, lot # j0235446v, implanted: (B)(6) 2002, explanted: unknown; lead model 389033, lot # j0235446v, implanted: (B)(6) 2002, explanted: unknown.